Event description:
One blood leak occurred at the 5 minutes after start of dialysis. The dialyzer was at the initial use and reprocessed before its use. The blood loss volume was around 200cc, since the blood was not returned to the patient. The patient was well and no medical intervention was given.